Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and customer stated that they would resume insulin therapy at a later point. There was no impact to blood glucose as pump had not been in use at time of malfunction.